Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the physician reported that the stent did not fully deploy. There were no patient complications reported as a result of this event at this time. The patient was reported to be stable.